Manufacturer narrative:
Based on the information provided, no conclusions can be made. The information obtained is limited to the article. The journal article did not include any analysis of how or if the arista ah potentially caused or contributed to any patient outcome or complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate (B)(6) 2017 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "real-world data on the effectiveness of microporous polysaccharide hemospheres for allowing even novice surgeons to perform robot-assisted radical prostatectomy safely." This retrospective study included 301 patients with a pathological diagnosis of prostate cancer underwent robot-assisted radical prostatectomy between (B)(6) 2017 and (B)(6) 2020 to investigate the effectiveness of microporous polysaccharide hemospheres (arista ah) as a local hemostatic agent in robot-assisted radical prostatectomy. The patients were divided into 2 groups in which rapp was performed after june 2019 (group a, n = 140) and a historical control group in which rapp performed before the introduction of mph in may 2019 (group b, n = 161). The surgical outcomes are intestinal obstruction (group a ¿ 5 patients, group b ¿ 11 patients), postoperative transfusion was required in one patient in group a who underwent dissection of the obturator, internal and external iliac lymph nodes, and the lymph nodes on the anterior surface of the sacrum. Preoperative androgen deprivation therapy was significantly more common in group a than in group b. There was no significant difference in any other patient background characteristics or in the surgical outcomes between the groups. The amount of change in hemoglobin and total drainage volume were not significantly different between the two groups, possibly because energy devices, such as bipolar clamping or sealing devices, were used during lymph node dissection to ensure that the margins were reliably treated. Surgeons were significantly less experienced, and the operation time was significantly longer in group a than in group b. The study concluded that the use of microporous polysaccharide hemospheres allowed even inexperienced surgeons to perform robot-assisted radical prostatectomy without compromising surgical outcomes.